Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the device was tested and found to recognize an occlusion, and auto restart when the occlusion was released. No correction is required in respect to the reported symptom.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during therapy in the long term care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.